Manufacturer narrative:
The log file of the affected device was analyzed regarding the reported event. Examination of the log file confirmed the reported restart. A process overload due to an external interference was identified as the cause. The on-site inspection of the device by dräger service did not reveal any deviations. As a safety feature of the ventilator, the ventilation software analyzes and checks that the software is running properly, and that the hardware is functioning correctly. If this internal monitoring detects a deviation, the user is notified visually and acoustically. Specific countermeasures, such as restarting the device, can also be initiated. In this case, the device switches itself off briefly and then on again. During this time, an emergency breathing valve opens, allowing the patient to breathe spontaneously. Once the start sequence has been successfully completed, ventilation is continued with the old parameters. In the event of an unsuccessful restart, a continuous audible alarm would be activated, and the emergency breathing valve would remain open. The restart is repeated until the device is switched off by the user. The device has reacted to the situation as specified and has alerted the user appropriately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that, in combination with an evita xl, philips mx750, and a philips module x3, the device was returned to the docking station after transport. The evita xl then shut down. After a while, the evita xl restarted and continued to ventilate using the set parameters. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that, in combination with an evita xl, philips mx750, and a philips module x3, the device was returned to the docking station after transport. The evita xl then shut down. After a while, the evita xl restarted and continued to ventilate using the set parameters. No health consequences for the patient were reported.